Event description:
It was reported that the patient implanted with this pacemaker system presented to emergency room (ER) due to an episode and requested a device check. It was noted that programming changes for an unspecified reason. And the patient was referred to the clinic. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.